Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that incorrect temperature was displayed. A nav mifi oi was selected for a flutter procedure. However during the procedure the catheter temperature out side the body was 22-24 degrees celsius but when the catheter was inserted into the body the temperature was 75 degrees without ablation. The catheter was changed to a different model. No patient complications were reported.